Manufacturer narrative:
An asp field service engineer (fse) assessed the unit onsite. The fse reseated the oil filter, replaced the oil and the oil return valve. Three days later, the fse replaced the vaporizer and verified its proper operation. He recalibrated the temperatures and ran a vacuum/plasma and leak back test which was okay. He did not find any oil mist/haze. He ran an empty chamber test and everything was okay. The system meets manufacturer's specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis and the failure mode and effect analysis. The DHR (device history review) for this sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for haze/oil mist. Trending analysis for haze/oil mist issues associated to the sterrad product line did not indicate a significant trend. The hhe (health hazard analysis) relating to exposure to oil mist is considered low risk. The fmea (failure mode and effect analysis) is reported to be considered low risk. All rpn (risk priority number) scores for the failure of this part are below 100. The sterrad nx was inspected following the incident by an asp field service engineer (fse) who reseated the oil mist filter assembly and replaced the oil to mitigate the issue. The fse replaced the solenoid valve due to high leak back. This valve was not returned to asp for investigation. The fse also replaced the vaporizer assembly to verify that the leak back met specifications. The vaporizer assembly was returned, tested, and passed the test cycle.

Event description:
The customer reported seeing a 'whitish mist/fog' wafting from the back of their sterrad nx sterilizer. The mist would hang in the air and not dissipate immediately, sometimes lingering for up to an hour. The customer stated that there was no odor from the mist or human reactions. The customer stated that they have ten air exchanges that run continuously in the department. The misting is an intermittent issue and seems to occur when there is a high volume of loads and the unit is being run 'heavily'. The unit is currently functioning and is completing cycles. A field service engineer (fse) was dispatched to assess the sterrad nx sterilizer.